Event description:
A malfunction was reported on the pump with the malfunction code malf 12. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction bolus through the pump and received normal assistance, although they were not incapacitated. After initially resetting the pump and resolving the malfunction, the issue recurred, leading to the decision by technical support to replace the pump. The customer was informed about the procedures for using the replacement pump, which included updated software, and agreed to return the defective pump using the provided materials. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.